Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0fkl4, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that patient experienced pain at the implant site and stimulation in the wrong location. The patient tried turning her stimulation off with no resolve of device/medical signs and symptoms. The patient went to the emergency room, (ER) her pulse was at 137 and she was dizzy. The patient reported she almost fainted in the shower. ER was not able to determine cause of her symptoms. The patient indicated that change in therapy/symptoms was considered sudden. The patient indicated that whole leg was vibrating and it was uncomfortable. It was at .6 and she turned it down to .3 with no resolve. The patient experienced burning at implantable neurostimulator (ins) site, pain down leg. The patient has an appointment next thursday but decided on call to go back to ER as she was still feeling faint and her pulse was still elevated. The patient diagnoses were: urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.